Event description:
Boston scientific received information that this left ventricular lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was retained by the hospital and sent to pathology, therefore will not be returned.